Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. An x-ray inspection revealed overtorque of the inner coil consistent with procedural damage. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.

Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the helix of the right atrial (ra) lead was not able to be extended. The new ra lead was implanted to resolve the event. The physician alleged the procedure was lengthened, however, further information from the physician regarding length of procedure has not been provided. Further information was requested but not received.